Event description:
It was reported that the patient presented to the hospital on 4 mar 2023 for a follow-up. Upon examination, it was noted that there was pocket stimulation and impedance problem on the right ventricular (rv) lead. The physician explanted and replaced the rv lead on 8 mar 2023. The patient was in stable condition.

Manufacturer narrative:
The reported events were abnormal impedance and extra muscle stimulation. As received, a complete lead was returned in one piece for analysis. The reported event of abnormal impedance was not confirmed. Visual inspection and x-ray examination of the lead found no anomalies with the exception of damages consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.